Event description:
It was reported that balloon failure to deflate occurred. The patient underwent an angioplasty where a 2.5mm x 100mm x 90cm coyote balloon catheter was selected for treatment. During the procedure, it was noted that the balloon was unable to deflate after multiple ongoing attempts. The device was removed from the patient with the balloon still inflated and was replaced for a different model to complete the procedure. No complications reported, and patient status was stable.

Event description:
It was reported that balloon failure to deflate occurred. The patient underwent an angioplasty where a 2.5mm x 100mm x 90cm coyote balloon catheter was selected for treatment. During the procedure, it was noted that the balloon was unable to deflate after multiple ongoing attempts. The device was removed from the patient with the balloon still inflated and was replaced for a different model to complete the procedure. No complications reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed stretching to the shaft 11cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported difficulty to deflate.